Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a reservoir leak. The customer's reading was 362 mg/dl. The customer treated with manual injections. The customer's reservoir was replaced, however, nothing was returned due to the customer throwing away the old reservoirs.